Event description:
As reported to the manufacturer in a series of communications by (B)(4), one of their clients - (B)(6) - broke out in a rash on his arm. The client's family felt it was caused by exposure to a gel arm pad they had recently installed on (B)(6)'s wheelchair. They also felt that it "smelled funny." Subsequent communications indicated they felt that exposure to the arm pad or the rash they felt was caused by exposure to the arm pad, caused a (B)(6) infection. They also felt that liver problems and possibly other problems were other possible results of exposure to the arm pad.

Manufacturer narrative:
The initial report was of a skin rash. This was the first and only report of a rash suspected to be caused by contact with the arm pads. More than 10,000 pair of gel arm pads have been used starting more than 5 years ago. After the initial report of suspected rash, and some time after removal from the arm pad, user's family reported their suspicion that the arm pad may have caused a (B)(6) infection. Finally, the user's family reported their belief that the use of the arm pad may have led to liver and or kidney problems. Our investigation continues, and we have again requested return of the arm pad to facilitate our investigation.